Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a higher rate or volume than programmed (over infusion) during a secondary infusion of zosyn (antibiotic) in the cardiac care area. The customer reported that the zosyn dosage was unknown, but the volume to be infused (vtbi) was 50 ml and intended rate was 12.5 ml/hr. In addition, it was confirmed that the zosyn infused over ten minutes. It was also reported that the patient passed away, however baxter has determined that this was not related to the reported event. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.

Manufacturer narrative:
This is resubmission of the original follow-up report that had been previously submitted on 11-apr-2018. Baxter reference number (B)(4). Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found in specification in relation to the reported 'possible over infusion' which was not reproduced. The pump was tested 94 at 40 ml/hr and at the customer reported rate of 12.5ml/hr. The device delivered within specification. Review of the event history log (ehl) confirmed that on the reported incident date of (B)(6) 2016, the pump was programmed for a secondary infusion at a rate of 12.5ml/hr. Review of the event history log does not indicate a user error or malfunction occurred during use. The pump functioned as intended in relation to the reported symptom and no correction is required. Should additional relevant information become available, a supplemental report will be submitted.